Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) underwent a replacement surgery as the device was broken. The entire ipp was removed and replaced.

Manufacturer narrative:
Event date, implant date and explant date: approximated per event description.